Event description:
It was reported that patient presented for scheduled procedure on (B)(6) 2024. During procedure, it was noted that right atrial (ra) lead was dislodged. During lead repositioning, it was noted that atrial lead and pacemaker could not be separated. The lead and pacemaker were explanted on (B)(6) 2024 and replaced with new devices. Patient was recovering.

Manufacturer narrative:
The reported events of lead dislodgement and failure to separate lead from pacemaker could not be confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged.